Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, moderately calcified, 100% stenosed, de novo, right coronary artery (rca) the non-abbott guide wire was placed through the struts of the deployed stent implant. Several balloons were attempted, but failed to cross into the lesion. A 2.0 x 15 mm trek balloon dilatation catheter (bdc) was able to cross and was positioned at the lesion. During the second inflation at 14 atmosphere (atm) the balloon ruptured. A different 2.5 x 8 mm trek bdc was used and a 2.25 x 18 mm xience alpine stent was successfully implanted at the bifurcation. Post-dilatation with a 3.0 x 15 mm trek bdc and a kissing balloon technique (kbt) was performed to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.